Event description:
It was reported the right ventricular lead switched polarity due to the low lead impedance measurements. Follow up information was received and indicated that the lead was not reprogrammed and no intervention took place. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.